Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the device exhibited premature battery depletion due to false eri due to a measurement lock-up. It was also reported that the ipg exhibited false lead impedance measurements. The ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Analysis of the device memory indicated the battery measurement was not available due to measurement system lock-up. Analysis of the device memory indicated the lead impedance data was invalid. If information is provided in the future, a supplemental report will be issued.